Manufacturer narrative:
D: expiration date 01jan2022; UDI (B)(4). H4: manufacture date 07july2021. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m161512 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/lot m161512, test base part number 190-430/lot m161512. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161512 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested polyester nasopharyngeal swab sample and generated a positive result. The customer reported that repeat testing was performed with ID now covid-19 assay on (B)(6) 2021 and generated negative results. The customer reported that they re-collected the nasopharyngeal swab sample and tested it on another instrument which also gave a negative result . The customer reported that no confirmation testing was performed. There were no abnormalities observed in the sample. The patient did not show any covid-19 symptoms. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.